Event description:
It was reported that the patient experienced diaphragmatic stimulation post-implant procedure. The left ventricular (lv) lead was repositioned; however, stimulation still occurred depending on the patient's body posture. The lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.